Manufacturer narrative:
The device was returned for evaluation. The complaint was confirmed. An investigation was conducted and the conclusion was charging failure of the mother board (r259 broken) due to the high impact to the unit.

Event description:
It was reported that the patient's sister stated the unit turned off and there was no power to the unit by battery or power cord. As a result, the patient was hospitalized. The inogen team attempted to contact patient for further information three times with no response.